Manufacturer narrative:
Inspection of the fluid path and needle mechanism found no damages or defects. Download data showed no timeouts or drive stalls and no alarms were generated. The phb data showed no abnormalities. The exact cause of the reported event could not be determined. Inspection of the adhesive pad and its welds showed no damages or defects that would have contributed to the reported event. Housing vent damage was observed on the bottom housing. The timing and case of this damage could not be determined. There is no indication this damage had any affect on the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 358 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (abdomen). As treatment, the patient applied a new pod.